Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported the drill bit broke on (B)(6) 2014, while the surgeon was drilling a pathway for a trochanteric fixation nail (tfn) lag screw. The tip of the drill bit remains in the patient as it was un-retrievable. The surgeon was able to insert a different lag screw that was 5mm shorter than he measured and was able to complete the case. There was a 10 minute delay to the surgery due to the event. The patient's status/outcome following the surgery was not provided. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. (B)(6). A review of the device history records was performed unique instruments, inc. Manufactured the 6mm/10mm stepped drill bit, part #357.403, and lot #ur72175 on po #(B)(4), for (B)(4) pieces delivered april 27, 2007. Initially, the part conformed to the supplier¿s certificate of conformance, dated april 13, 2007, and synthes final inspection sheet # (B)(4), revision ¿c¿. The parts were released to the warehouse on april 27, 2007. There were no material review reports, nonconformance reports, or complaint related issues with this lot. The 6mm/10mm stepped drill bit was made to the synthes drawing p/n 357.403, revision ¿d¿, released on july 28, 2006. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.